Event description:
On (B)(6), 2009, boston scientific corp became aware through the agency's maude report# (B)(4), that a injection gold probe hemostasis catheter was used during a procedure on (B)(6), 2009. According to the complainant, the injection gold probe hemostasis catheter would not cauterize the area. No additional info has been obtained at this time. Should add'l details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).